Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed stain/ foreign material remained in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Since the material adhered to not an outer surface of the scope, the material was not removed by reprocessing. It is presumed that humidity invaded the light guide (lg)-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the inside of the light guide lens appeared to contain signs of moisture. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.